Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot remove cutter or attachment" was not confirmed. During service, the device passed the tests for lock operation and cutter insertion, and the technician did not record any problems with removing the cutter or attachment. However during service and repair, device failures were found but were not related to the reported event. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device would not allow the cutter to be removed and would not detach from the motor. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. The date of the event is unk. There was no add'l info provided.